Manufacturer narrative:
Quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible on the balloon. There was fluid visible in the balloon. The stent implant was returned separated from the sds. The stent implant was bend in the middle portion causing the stent implant to slightly curve. There was no other damage to the stent implant. The balloon was loosely folded. It appears that the balloon had been inflated. There were no crimp marks noted on the balloon. The protective sheath was not returned. There were six bends in the hypotube, 7.5cm, 28cm, 42cm, 58.5cm, 75cm and 91cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The distal outer diameter measurements did not meet manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that when the rx ultra stent delivery system (sds) was inserted into the copilot (rhv), the stent dislodged. Analysis of the sds noted blood in the guide wire lumen, which indicates that the guide wire was loaded into the lumen. The balloon being loosely folded and the presence of contrast in the inflation lumen suggest that, the sds was prepped and at some point, positive pressure applied to the system. This would cause the balloon to slightly expand, partially deploying the stent, facilitating stent dislodgement. The distal outer diameter dimension was oversized; however, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. It was also noted that there were no crimp marks on the balloon when received. A field discrepancy notification (fdn) will be initiated to address this issue and the relationship to the stent dislodgement if any. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. In addition, a bend in the stent and six bends were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damge does not appear to be related to have contributed to the reported stent dislodgement. As a corrective action, a field discrepancy notice (fdn) was issued on 12/18/07 to evaluate the mfg process in question. All investigation activities will be documented in the fdn. Corrective actions may be developed and implemented based on the results of the investigation. Product performance engineering will continue to monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent was inserted in the copilot valve and it dislodged. Another stent was used to complete the procedure. No additional event or patient information is available.